Event description:
Inaccurate result (s). Not reliable or accurate. Results are conflicting. During my first day of terrible symptoms, I got a negative result. Took another test next day and got a dark definite positive result. I took two more a couple hours later just to see and got a faint positive and a definite negative. Wish they worked better because the price is good.